Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One internal connection universal placement driver tip ¿ long (iipdtul) was returned for investigation. Visual evaluation of the as returned product identified signs of wear due to usage. Functional testing was performed with an in-house mating device. They were able to engage/disengage as normal. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iipdtul dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: does not disengage/release & damaged drive feature). Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event (damaged drive feature) was unconfirmed. However, the reported event (does not disengage) could not be verified since other involved/reported device was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reported that driver tip was damaged. The driver tip did not disengange from the implant, the implant was placed with an older driver and is in good condition.